Event description:
Reason for revision: component loosening (cup), pain, component malalignment.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Confirmation of a deceased patient. There is no indication that the device contributed to death. Additional reason for revision : elevated ion levels date of death (B)(6) 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Right asr hip resurfacing system. Reason for revision: component loosening (cup), pain, component malalignment. Update: attached another scf, no changes made to dint - received 20 feb 2012. Update received: 1st april 2014 - added hospital: (B)(6), **amended product type: asr xl and added products: stem and taper sleeve.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr hip resurfacing system. Reason for revision: component loosening (cup), pain, component malalignment: incorrect see below. Update: attached another scf, no changes made to dint - received 20 feb 2012. Update received: 1st april 2014 - added hospital: (B)(6), amended product type: asr xl and added products: stem and taper sleeve. Update received 7th april 2014. Full information and corrected scf received 17th april 2014. Lot numbers amended for cup and femoral head. Manufacturing dates amended. Malposition is not a reason for revision. Reason for revision: component loosening (cup), pain. Bilateral patient - see (B)(4) for left hip.